Event description:
It was reported that the patient was pushed against a wall and hit his head. Since then the patient has no longer had any access to sound. There is good retention of the coil, with no edema or inflammation around the implant zone. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.